Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for evaluation. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related MFR report: 1627487-2021-15462. Additional information received identified the patient decided to explant the drg system. There were reportedly no complications during the procedure.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided when the evaluation is completed.

Event description:
It was reported the patient presented in the clinic with insufficient pain relief and unable to increase the drg system's stimulation amplitude with the patient controller. The abbott representative performed a system diagnostic and found high impedances on the l4 placement lead. In addition, an x-ray image indicated the lead migrated distal from the drg out of the neural foreman. The doctor also noticed a kink in the lead which indicated a possible fracture of the lead. The patient stated she experienced a significant fall a few months ago. Surgical intervention may be necessary to address the issue.

Manufacturer narrative:
Correction: a4 - patient weight should have been 215 rather than 175 date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The reported ineffective stimulation and auto reducing was not confirmed. The lead was returned cleanly cut in 2 pieces as a consequence of the explant procedure. Three stim electrodes had anomalies consistent with explant damage. Both segments passed continuity testing on all channels. The reported lead migration was not confirmed. This issue cannot be confirmed with product testing alone. There was no evidence that any physical or functional anomalies existed prior to explant that would have contributed to the reported issue.